Manufacturer narrative:
Additional information: h6 the device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors disconnected. The non-baxter saline flushes ¿keep disconnecting from the IV both when I am trying to flush the line and when I try to draw back blood with it¿. The saline flushes are connected to the one-link connector. There was no patient injury or medical intervention associated with this event. No additional information is available.